Event description:
Information received from the field does not address the patient's clinical status but notes that during a post- implant follow-up, no ventricular sensing was observed and there were increasing capture thresholds.